Event description:
Manufacturer received a report from an attorney alleging that the front casters of a manual wheelchair broke. The report states the user fell and sustained a fractured hip. Records indicate the wheelchair involved is at least nine years old and is of a type no longer manufactured.